Event description:
Review of information indicates high rv pacing impedance and right ventricular oversensing noted. It was further reported that the patient alert sounded for high impedance greater than 2000 ohms, and that there was loss of capture and a proximal lead fracture was noted on fluoroscopy. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.